Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of (B)(4) trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis in 2004. On (B)(6) 2010, no baseline biliary obstructive symptoms were noted; however, liver function tests were recorded. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however a sphincterotomy was not performed during the study stent placement procedure. It was reported that the stricture had been previously dilated with two plastic stents. The previously placed plastic stents were removed prior to study stent placement during the study stent placement procedure. The 10mm x 60 mm metal stent was deployed in a satisfactory position across the stricture covering the cystic duct. On (B)(6) 2011, the patient underwent per-protocol removal of the wallflex rx biliary covered stent. On (B)(6) 2012, the patient underwent an endoscopic intervention for a recurrent stricture at the original stricture location. The stricture was dilated and a new stent was implanted. The issue was resolved without any residual effects. There were no adverse events or any associated hospitalizations reported with this event. The patient's condition post-reintervention was reported to be good.

Manufacturer narrative:
(B)(6). Study: (B)(6). The complainant indicated that the device was disposed after being explanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.